Event description:
It was reported that impedances on the right ventricular (rv) lead connected to this pacemaker were high out of range. There was also noise, oversensing, and pacing inhibition present when the device was programmed to bipolar mode. The longest pause resulting from the pacing inhibition was 2 to 3 seconds long. A revision procedure was performed wherein the patient's leads and pacemaker were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the pacemaker has not been returned for evaluation. This record will be updated upon return and completion of evaluation or if additional information becomes available. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
At this time, the pacemaker has not been returned for evaluation. This record will be updated upon return and completion of evaluation or if additional information becomes available.

Event description:
It was reported that impedances on the right ventricular (rv) lead connected to this pacemaker were high out of range. There was also noise, oversensing, and pacing inhibition present when the device was programmed to bipolar mode. The longest pause resulting from the pacing inhibition was 2 to 3 seconds long. A revision procedure was performed wherein the patient's leads and pacemaker were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the pacemaker has not been returned for evaluation. This record will be updated upon return and completion of evaluation or if additional information becomes available.

Event description:
This report is being filed as the evaluation result codes and evaluation conclusion code have been updated.